Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2009; a dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. It was not possible to reprogram around the stimulation and the patient was not interested in having the lead repositioned or replaced. The lead was turned off and the patient is to follow up in two months for further assessment. No patient complications have been reported as a result of this event.